Event description:
It was reported that the patient was experiencing high impedance on multiple contacts of one of their scs leads. The patient noted no falls but said they did was doing yoga recently. Additionally, the patient noted needing an MRI. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a000114839. A patient experiencing high impedance was reported to abbott. The patient¿s system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.